Manufacturer narrative:
Information was not provided. No patient injury was alleged. Product lot # was not provided, therefore device manufacture date, expire date and UDI could not be provided. The complaint sample has not been received by 3m (B)(4) for analysis. Without the sample, the alleged leak could not be verified. A product photo was provided. Based on the reported issue and the photo, the incident appears to be a heat exchanger leak at the inlet port of the cassette. Without the lot number it could not be determined if the product was produced prior to after the implementation of corrective action. Analysis is pending upon receipt of returned product.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24355), warmed with a 3m¿ ranger¿ warming unit (model 24500), had a prbc leak during administration to a patient (age/gender not specified) in the ER on (B)(6) 2019. No pressure or pump devices were used. The employee reported the cassette was not placed in the warming unit prior to use. No harmful exposure to blood was specified. No staff/patient injury occurred.

Manufacturer narrative:
The sample from lot hex 08419a was received and evaluated. A leak was verified at the inlet port of the heat exchanger cassette. Product lot # was produced prior to implementation of corrective action.